Event description:
Information received notes that the patient presented in the emergency room in a comatose state. A CT scan showed a large, right intracerebral hemorrhage. A craniotomy was performed, possibly exposing the device to electrocautery. Prior to the surgery, the patient's heart rate was regular. Post surgery, the device exhibited high pacing rates of 120 ppm to 130 ppm. The hospital did not have access to a programmer. The patient later expired.